Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms or e70 alarms noted were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was unknown mg/dl. The customer stated that there is no significant events leading to the alarm. Customer stated they are able to complete the rewind sequence. . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.